Manufacturer narrative:
A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Upon investigation of the product the tubing was sectioned and tubing walls measured. The wall thickness is 0.935 +/- 0.003 per specification. Tubing from lot 3000034884 measured 0.0935 and 0.0910 in 2 places. It was determined the correct tubing material was used. The tubing was of correct size and durometer. No root cause could be determined as the material met the required specifications. The complaint cannot be confirmed. (B)(4).

Event description:
The perfusionist questioned the correct thickness/stiffness of the custom tubing and mentioned it felt much thinner than in the past. There was no patient injury in this case.

Manufacturer narrative:
Initial MDR section PMA/510(k)# changed from : k08059223 to: k080592. Event or problem' changed from : there was no patient injury in this case. To: there was no patient involvement in this case. Complaint record # (B)(4).

Event description:
The perfusionist questioned the correct thickness/stiffness of the custom tubing and mentioned it felt much thinner than in the past. There was no patient involement in this case.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed we will send a supplemental report with our additional findings. (B)(4).

Event description:
The perfusionist questioned the correct thickness/stiffness of the custom tubing and mentioned it felt much thinner than in the past. There was no patient injury in this case.